Event description:
Customer reported that blood glucose was reading "high" but declined to troubleshoot the issue or provide further information. Customer decided to bolus via the pump to lower the blood glucose level, and no further action was required as no more information could be obtained.